Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up, it was noted that the device longevity estimate was showing 1.5 years. During previous follow-up in july, the longevity estimate was 9-12 months to eri. Abbott technical support indicated the programmer overestimated the longevity of the device during the midlife plateau phase. No further intervention was performed at this time; the patient was stable and will continue to be monitored.